Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turns itself off during use. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was unable to confirm that the programmer would turn itself off during use, however it was noted that the display latch hasps, power cord door tabs and side latch on the printer door were found to be broken. Spots were noted on the right side of display. The stylus was missing and was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.